Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing, had varying r wave signal and increase capture threshold. The patient presented in clinic where a chest x-ray was completed to reveal the lead had dislodged. The lead was successfully repositioned. The patient was stable.